Event description:
It was reported to philips that the device was not turning on. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started the investigation of this complaint.